Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. The customer's blood glucose (bg) level was around 400 mg/dl. The customer reverted to an alternate method of insulin therapy.